Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a nurse was injured during the filling of one (1) ce infusor sv2 device. According to the report, the nurse was using an ampule to fill the infusor. During filling, the ampule broke and glass fragments stuck to the overpouch packaging the infusor is packaged in due to static electricity. There is no further information.